Event description:
The target lesion was the right coronary artery (rca). The vessel was moderately calcified, moderately tortuous and slightly fixed. There was 90% stenosis. Radial approach was chosen for the procedure. While delivering the 3.0 x 25 cypher stent to the target lesion, the stent dislodged. The physician retrieved the stent with a gooseneck snare (7mm loop). Another cypher stent (size unknown) was implanted and the procedure was successfully completed.